Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for a (transcatheter aortic valve implantation) tavi procedure using a large flexnav delivery system. The valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Post procedure, the patient had a heart block. On (B)(6) 2025, it was reported that the patient received a permanent pacemaker. The patient was reported stable.